Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated it failed to alarm. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing, but that they had no further information. (B)(4).